Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, the balloon ruptured. The index procedure treated the target lesion located in the severely calcified and tortuous unspecified target vessel. After pre-dilation, the physician attempted to place a 2.5x30mm taxus liberte stent, but was unable to cross the target lesion. The procedure was successfully completed with another unspecified device. No pt complications occurred, and the pt's condition was listed as "good".